Event description:
Syringe cracked while pushing fluid through graft and blood from hep. C pt sprayed manager in face (protective gear in place). No interventional actions were taken.

Manufacturer narrative:
Cardinal health's vendor for this syringe, int'l medsurg corp, has declined to file an MDR on this issue. Cardinal health is filing as the MFR of the convenience kit. International medsurg replies lot number 2004-1208-1 was reviewed and the root cause of this problem is the wings could not withstand high pressure. Sample would allow further investigation. Actions by international medsurg: the wing thickness on the syringe has been increased. Enhanced inspection of finished products will be conducted.